Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8780, serial # (B)(4), implanted: (B)(6) 2016, product type catheter. Analysis results of the catheter revealed no significant anomalies.

Event description:
Information was received from a patient via a manufacturer representative. The patient was receiving dilaudid (hydromorphone) at an unknown concentration with an unknown daily dose via an implantable pump for non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported that the patient experienced a loss of pain relief. The date of onset of the loss of pain relief was asked, but was unknown. A surgical catheter revision occurred on (B)(6) 2017 and the catheter was partially explanted. The catheter segment was returned to the manufacturer. There were no known environmental, external, or patient factors that may have led or contributed to the issue. It was unknown what diagnostics or troubleshooting was performed related to the event. The issue was resolved at the time of this report and the patient¿s status was stated as ¿alive ¿ no injury.¿ the patient had a medical history of chronic pain and the patient¿s concomitant medications were unable to be obtained by the manufacturer.